Manufacturer narrative:
(B)(6). A review of the manufacturing documentation for the ipg db-1140 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
It was reported that the patient was admitted due to rapid battery depletion. The patient underwent an ipg explant procedure due to an empty battery. The patient was re-implanted with a new ipg and then later discharged. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient was admitted due to rapid battery depletion. The patient underwent an ipg explant procedure due to an empty battery. The patient was re-implanted with a new ipg and then later discharged. The patient was doing well post-operatively.